Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet pump was not working, characterized by a flashing pad light when the pump was placed correctly and a charging pad that only responded with a non-beta bionics ¿random¿ cord, while the supplied beta bionics cord did not power the pad; the issue involved a charging problem associated with the battery charger component. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a power source problem, consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.